Manufacturer narrative:
(B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr powered on the device normally without any issues so the initially reported issue was no duplicated. During the initial warm up, the flow waves were fuzzy. He performed a flow valve characterization and the waves were still fuzzy. During service, the touchscreen display was not responding one hundred percent of the time so replacement of the uim was recommended. The customer has chosen not to perform repairs at this time so the suspect component has not been returned and no further investigation is expected at this time. If the suspect component is returned by the customer, then a supplemental report will be submitted once an investigation is completed.

Event description:
It was reported that the ventilator's user interface module (uim) does not power up. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to low battery voltage.